Event description:
This report is being filed after the subsequent review of the following article: thomas, h. Et al (february 2004) distractive flexion injuries of the subaxial cervical spine treated with anterior plate alone, journal spinal disorder tech 17: 1-7.iceland article. This was a retrospective study of 36 patients (6 women) with distractive flexion (df) injuries of the lower cervical spine that were treated at a single facility with anterior fixation using the cervical spine locking plate (cslp, synthes, (B)(4)) between 1987-1997. The aim of the study was to determine whether anterior plate fixation alone provides sufficient stability when treating df injuries in the cervical spine. Outcome measurements that were evaluated included healing rate and complication. The mean age of the patients was 51 (range 16-88 years). The most frequent cause of injury was traffic accident. The df injuries were divided subgroups according to degree of displacement (soft tissue damage). The severity of the injury and thus the extent of ligament failure are considered to increase from df injury stage 1 to stage 4. All df injuries were treated per protocol with anterior disc excision followed by reduction and anterior fusion with iliac crest bone graft and fixation with cslp. Patients were followed clinically and with plain radiographs until healed. Follow-up varied between 5 months and 6 years (mean 15 months). For 1 unidentified patient who had an injury of the lateral cutaneous femoral nerve as a result of bone graft harvesting. There is report 12 of 12 medwatches for (B)(4). This report is for: unknown spine (unknown clsp plate) unknown quantity/unknown lot.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Thomas, h. Et al (february 2004) distractive flexion injuries of the subaxial cervical spine treated with anterior plate alone, journal spinal disorder tech 17: 1-7. This report is for an unknown cslp plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.